Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set ipg into MRI mode. Diagnostics indicated that most of the contacts exhibited high impedances. Patient was also experiencing ineffective coverage of therapy. As such surgical intervention took place wherein the lead was explanted and replaced with a new lead. Post procedure therapy was restored and ipg was able to be placed in MRI mode.